Event description:
Customer complaint form states: precipitate noted in the pre-dilution line pump section of tubing ("cloudy"). No alarms were triggered prior to the precipitate being noted.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. There was no sample available. Samples for similar complaints were sent to and analyzed by our sister plant in (B)(4). The precipitates were isolated and inspected using various laboratory analytical methods. The analyses concluded that the precipitates observed are calcium carbonates. A (B)(4) team, including members of the castlebar qa management group and the product development group in (B)(4), has been set up to investigate this issue. The relevant ministries of health have been notified of this problem. A warning statement has been issued, which has placed on all accusol product by the relevant centres/hospitals. The root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).